Manufacturer narrative:
The manufacturer field service technician noted that the plug had been replaced with a non stryker plug. The technician replaced the power plug with a stryker plug and returned the unit to service.

Event description:
It was reported that the rover was sparking when the unit was plugged in. No further information has been provided at this time.